Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the home patient connected to the homechoice cassette prior to allowing the line to properly prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) connected to a homechoice cassette prior to allowing the line to properly prime. A care giver (cg) indicated that the hp connected when the homechoice displayed connect bags and open clamps. A technical service representative (tsr) advised the cg to disconnect the hp and restart therapy using new supplies. The tsr then assisted the cg with starting a new therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.